Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt. A non-original equipment manufacturer top case was identified, the bottom case was cracked by the l-bracket as well as both plunger cases, the battery door was broken, and fluid ingression was noted on the interconnect board. Error codes could not be reviewed in the event history log (ehl) due to the fail-safe error. After the power up process was performed, the customer reported fail-safe error code was duplicated. The root cause for the reported issue would be attributed to an incomplete update process by the customer. To correct this issue, the software was uploaded from the base to the head of the pump which cleared the problem. Performed power up process, preventive maintenance and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had an error message. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.